Manufacturer narrative:
A baxter field service technician inspected the operating table. It was identified that the reset button was pushed into the table base. This caused the table to stay in reset mode and won¿t power back on. The fst reseated the reset button and the device was working as intended. Based on this no further actions are needed.

Event description:
Customer has reported that the table turned off during surgery and won¿t power back on. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer has reported that the table turned off during surgery and won¿t power back on. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).